Event description:
The consumer reported receiving 2nd degree burns to the top of her legs. The burns became infected. She went to a doctor for treatment. Burns of this nature are often due to the consumer using the pad in a manner contrary to proper use instruction.